Event description:
I used fixodent for approx 7 years. I began to notice tingling and numbness in my legs & feet. Upon visits to doctors, I was diagnosed with a possibility of neuropathy. Dose or amount: denture adhesive. Frequency: once per day. Route: oral. Dates of use: 2001 -2009. Diagnosis or reason for use: denture adhesive. Event abated after use stopped: no.